Event description:
Watchman japan pms: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device & delivery system (wds) was implanted. At the one year follow up, thrombus was found on the atrial surface of the device by transesophageal echo (tee). The maximum area of thrombus was 39.2cm2. Also, the residual blood flow around the closure device in the tee evaluation was acceptable. It was further reported that after the procedure, the patient was taking anticoagulant and antiplatelet drug therapy and criteria was met during a tee evaluation 45-days after the procedure, so the anticoagulant was discontinued and dual antiplatelet therapy (dapt) was started. The patient was switched to single antiplatelet therapy (sapt) since abnormal findings were not found during the follow up examination 6-months after the procedure (no tee evaluation). A device thrombus was found in the tee evaluation during the follow-up examination 12-months after the procedure. The thrombus was found on the surface of the device, not on the screw. A leak of 2.4mm was observed. There was no evidence of infarction and there was no adverse effect to the patient. The patient has resumed anticoagulants. The plan is to observe the progress during the follow-up examination in about 3-6 months.

Event description:
(B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device & delivery system (wds) was implanted. At the one year follow up, thrombus was found on the atrial surface of the device by transesophageal echo (tee). The maximum area of thrombus was 39.2cm2. Also, the residual blood flow around the closure device in the tee evaluation was acceptable.